Manufacturer narrative:
It was reported that the unit does not pass the electrical safety test. Per good faith effort (gfe), the customer ran the test again and confirmed the electrical safety test passed. The customer ran the electrical safety test a second time and confirmed it had passed the second time. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit does not pass the electrical safety test. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit does not pass the electrical safety test. The remote service engineer (rse) confirmed the customer was able to pass the electrical safety test during the service call. This investigation is ongoing.

Manufacturer narrative:
Reporter address state/phone: (B)(6).